Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to physical stress was applied to insertion section during device handling by the user, which led to damage at image sensor unit. As a result, the suggested event occurred. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: important information - please read before use warning and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2, "troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image after one minute and that the screen would get fuzzy. The issue was found when preparing the device for use in a diagnostic bronchoscopy procedure. No error messages were displayed. The procedure was delayed about an hour before the doctor came up with a solution to use a bronchoscope the anesthesiologist used for difficult intubations. The bronchoscope was noted to not be compatible with the olympus light source and video processor. The doctor was able to get the specimens necessary for proper diagnosis. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a damaged charged coupled device (ccd) unit. Also, evaluation found the plug unit was corroded and the insertion tube was crushed which resulted in the damaged ccd wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.